Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch no. (B)(4)

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer states that a preterm infant had a double lumen uvc inserted for fluid administration and lab value monitoring. Both lumens of the catheter should function completely independently of each other. In this case, when blood was aspirated from one lumen it would also back up in the other lumen. Fluids administrated through one lumen would mix with fluids inside the second lumen. The problem was not discovered until the device was in place; another line was required.

Manufacturer narrative:
The device history record (DHR) review indicated that there was no quality issue associated with the reported condition. All DHR¿s are reviewed for accuracy prior to product release. A product sample was returned for evaluation. It consisted of a uvc catheter that presented signs of use; fluid inside of the device and a syringe connected to an extension. No visual deficiencies were encountered after inspection however, the reported condition was confirmed when water was infused through the lumens. It was noted that the uvc had an internal leak on hub: the water on the primary lumen is being mixed with the second lumen during infusion. Based on all gathered information, a specific root cause cannot be confirmed. However, the most probable cause is determined to be a shortcoming of the operator¿s execution of the finished product & inspection therefore, this event can be considered as manufacturing related. This complaint is considered a fast track event, based on the fact that this complaint was submitted due to a reportable event and it was confirmed to be manufacturing related. A formal corrective and preventative action (CAPA) was opened to address this event. Calculated occurrence and severity are below the expected values according to the applicable risk management document. No additional actions are required. It is important to mention that in-process controls such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs a (B)(4) pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.